Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Button non-functional. No adverse event alleged. The pump was replaced to a patient. The pump can not be sent for investigation due to custom and legal issues in (B)(6).